Event description:
The customer stated that the vnus tumescent infiltration pump is currently not delivering the tumescent mixture at a high pressure based on the speed set on the pump. The physician noticed the problem before patient involvement. The pump was running slowly and it spontaneously turns on when plugged in.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.

Event description:
Evaluation summary: based on visual inspection, investigation results determined a failure of the output control. The pump head was defective.